Manufacturer narrative:
.

Event description:
It was reported that during device interrogation, multiple episodes of non-sustained lead noise due to loss of capture was observed. Dft testing was recommended. No further information available.